Event description:
It was reported that the patient implanted with this pacemaker system experienced syncopal episodes that correlated with stored atrial tachy response (atr) episodes. Additionally, pacemaker mediated tachycardia (pmt) episodes were stored, prior to the time of the reported syncope. The rhythm was confirmed to be pacemaker driven and terminated appropriately via the pmt algorithm. It was noted that the patient had dementia and was not able to respond to questions. This pacemaker system remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.